Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped and was not exposed to high magnetic fields. The customer stated that they were already disconnected to the insulin pump. The customer stated that they could not rewind the insulin pump due to the keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned with an open book critical pump error after battery installation and pump error 40 was found in the alarm history file due to a software error. The insulin pump was received with minor scratched lcd window and case.